Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked screen with the top portion unresponsive, and a replacement pump was arranged with instructions provided for shutdown, data syncing to the mobile app, continued cgm use, and return of the original device. Symptoms included thirst associated with a hyperglycemic event and a highest reported blood glucose of 258 mg/dl, which was corrected using the pump. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education, confirmation of device identification and shipping details, and collection of blood glucose impact information. Investigation of this case revealed physical damage to the display interface consistent with user-induced impact, rendering part of the touchscreen nonfunctional while alerts remained active. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from dropping the device.